Event description:
It was reported to philips that the device failed defibrillator test. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device failed the defibrillator test. There was no reported patient involvement/adverse patient impact. A processor pca was received in the failure analysis lab. The processor pca was tested and passed all testing. The reported problem was not duplicated. No fault found (nff) with this processor board.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.